Event description:
It was reported that the right ventricular (rv) lead had high impedance and worsening capture threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The lead's distal low-voltage electrode was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching and apparent explant damage. The inner insulation of the lead had become extrinsically distorted due to pulling/stretching/overstress. The lead helix had an out-of-specification analysis result for extension/retraction due to a greater-than-indicated number of turns to extend. The analyst noted that because the lead had been stretched, the inner tubing had buckled, which prevented the helix from functioning properly. Also noted was blood/tissue on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, lead, implanted: (B)(6) 2012. (B)(4).